Event description:
The head strap that holds the ett secure to the pt's head broke off from the device, causing pt's ett to dislodge and come out. Pt placed on nasal cannula at 41pm without further complication.